Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon.

Event description:
Patient reported having experienced ¿raynaud¿s phenomenon.¿ side was unspecified, this record represents the right side. No treatment or surgical reoperation has occurred, device remains implanted.¿ patient representative reported "plaintiff was implanted with biocell devices, which plaintiff contends caused injuries. Manufacturing defect, failure to warn, breach of express warranty, negligence, consumer fraud, and loss of consortium. Patient has not been diagnosed with bia-alcl." The device has been explanted and replaced.